Event description:
It was reported that the patient wanted assistance to ¿jump start¿ her implant. The patient had not used the implant or charged it since (B)(6) 2014. The patient stated that while she was having episodes of fibromyalgia, she could not use the device because it exacerbated her pain. The programmed showed the implant needed recharging. The patient was unable to adjust stimulation. The recharger was not available; the patient was advised to charge. The patient¿s physician was unaware of the issues. The patient had requested pain medication (B)(6) 2014, but no mention of issues. No new information.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and it met the inclusion criteria for cm1418 - CAPA monitor - overdischarged batteries c/pas 1306 because the patient reported in (B)(6) 2014 that she hadn¿t used her implant/charged since january, and the patient wanted assistance to ¿jump start¿ her implant. The patient stated while she has episodes of fibromyalgia, she can¿t use scs because it exacerbates her pain. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. Event was associated to a formal investigation. The investigation of the ipg is inconclusive because the cause of the issue is unverified, and the interventions / resolution of the rechargeable battery issue are unknown. Product analysis #700573070:analysis information -- 14.06.2022 12:07:11 cst pli# 10 product ID# 37711 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is permanently damaged due to {x} overdischarge{s}. Concomitant medical products: product ID 3777-75 lot# serial# (B)(4) implanted: (B)(6) 2010. Product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2010. Product type lead product ID 37752 lot# serial# (B)(4) product type recharger product ID 37743 lot# serial# (B)(4) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.